Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional procedure with a 13f sheath. Reportedly, after the prostyle was inserted, the foot plate was opened, but bleeding was observed around the device. In the physician opinion, the bleeding was due to spontaneous enlargement of veinotomy, or a mass existing between foot plate and anterior wall. Therefore, the foot plate was closed and the device was removed. Upon removal, it was observed the foot plate was not fully collapsed. A new prostyle was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.